Manufacturer narrative:
The field service engineer (fse) replaced the tubes, electrodes, and sipper flow path valve. The fse checked for leaks, found salt build up on the acrylic block for the reference electrode, and cleaned it. The fse primed and the ise check was acceptable. The fse performed precision that was acceptable. The fse replaced the reference electrode. The fse calibrated and ran qc that was acceptable. The fse ran precision 2 more times that was acceptable. The customer ran calibration, qc, precision, and patient comparison that were acceptable. The investigation determined that the clotting time for the sample was not long enough for the sample type. The investigation did not identify a product problem. The cause of the event could not be determined. The customer has had no further issues.

Event description:
The initial reporter complained of questionable ise indirect na and cl for gen.2 results for 2 patients tested on a cobas 6000 c (501) module. For patient 1 the initial na result was 123 mmol/l and the repeat result was 139 mmol/l. For patient 1 the initial cl result was 110.6 mmol/l and the repeat result was 97.2 mmol/l. For patient 2 the initial na result was 105 mmol/l and the repeat result was 133 mmol/l. For patient 2 the initial cl result was 123.5 mmol/l and the repeat result was 93.8 mmol/l. Patient 2 was a (B)(6) male. The repeat results were deemed to be correct. No questioned results were reported outside of the laboratory.